Event description:
Medfusion 4000 pump running normally, later noticed to be stopped with error message "system failure: pump motor drive phase b post" yet no alarm to alert that it was not running. Found on hourly guttae (gtt) checks. No harm or additional sedation given to pt (for example, as needed (i.e. Prn) doses). Charge rn shown pump. Clinical engineering - found pump and delivered to technician for initial investigation. Requested management communicate issues to manufacturer. Will update file when an update is provided. Clinical engineering: device initial investigation completed and documented. "Performed investigation on medfusion pump. The pump was tested and confirmed to have a battery that failed and equipment turned off without warning. The two battery tests required by the vendor are checking that the full-capacity mah is above 3024 (this pump indicates 3736 mah) and that the charge cycles are less than 400 (this pump indicates 207 charge cycles). Left pump on and was able to replicate a depleted battery issue. Interestingly enough, I turned it back on and it still indicated 13% charge. Discussed further and started database for medfusion battery failures." Device sent to smiths medical for investigation only.